Manufacturer narrative:
Mentor became aware on 9/27/2019 that the following statement was mistakenly omitted from h10 in the initial report: this device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants and suffered right-sided rupture and capsular contracture postoperatively. The patient¿s left-sided device also migrated from its intended position. The issues were confirmed by a physician, and as a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants (serial number (B)(4) on the right, serial number (B)(4) on the left) on (B)(6) 2018. This report is for the patient¿s left-sided device.